Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the tjf-260 operation manual. Instruction manual tjf-260 cleaning/disinfection/sterilization edition chapter 3: cleaning, disinfection, and sterilization. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - were there abnormalities in the accessories used for reprocessing: no - did the customer flush the air/water nozzle / channel with the detergent solution: yes - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes - did the customer flush the air/water nozzle / channel with the detergent solution? Yes olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of the forceps control lever; water tightness was lost. Due to a scratch on the distal end; water tightness was lost. The universal cord was sticky, the connecting tube has a wrinkle, the suction-cylinder was shaved, the control unit was dirty due to water leakage, the adhesive on the bending section cover has a chip, due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value, the adhesive around light guide lens was peeled and the electrical connector has discoloration due to water leakage. Additionally, scratches were observed on the connecting tube, protector of the universal cord on the suction connector side, the scope cover, the suction connector, universal cord, grip, forceps elevator lock engagement lever, plastic distal end cover, free engage knob, right/left knob, switch box, control unit, and the upward/downward angulation control knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex videoscope has water leakage from the angle part and separation. It is unknown when this issue was found. As reported, there was no patient impact or injury as a result of this occurrence. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.